Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading 660 mg/dl. The customer was unable to troubleshoot or give further information at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.